Manufacturer narrative:
The product was returned for evaluation. According to the evaluation, the complaint is confirmed as the very tip of the elevator has been fractured off. The most-likely, underlying cause was determined to be excessive force. The instructions for use states, "the tip of the instrument is extremely thin and delicate; care should be taken to avoid applying significant pressure to the tip." The non-conformance database was reviewed in the evaluation and no non-conformances were found for this lot. There are no indications of manufacturing defects.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the elevator #301 broke off during a procedure. There was no delay that exceeded thirty minutes, all parts were retrieved, and no injury to the patient.